Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error and also had white screen. The customer¿s blood glucose was 114 mg/dl. Customer was able to clear the alarm. Customer was able to complete pump rewind. The insulin pump passed self-test. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. After troubleshooting for insulin pump error alarm customer noticed crack on insulin pump. The customer also reported failed battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No white display, partial display or missing segments noted. The insulin pump passed the self test and the displacement test. No unexpected pump error 63, pump error 53 or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 53 and pump error 4 alarms due to a software error and pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly. The insulin pump was also received with case cracked behind the pump near the battery compartment and cracked battery tube threads.